Event description:
Resident being placed on toilet extender. Resident moved and chair slipped and fell to floor after being placed on chair by cna. Rn supv tried chair and when she got up, chair tilted forward. Pt dob 12/28/1890.